Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed while the user was pulling meds. A field service engineer (fse) opened the back panel and noticed that the lights were on the pyxibus module control board and drawer boards. The fse logged into the station app, navigated to storage space configuration and device settings, and found that the main half-height drawer 2.1/2.2 was not visible. The station was shut down, the drawer was released, and the power management controller (pmc) board was replaced with a new one. The drawer was reseated and the station rebooted. The fse logged into the station app again, and the storage space configuration automatically configured the drawer with the new pmc board. A technician loaded meds to ensure the drawer was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was failed. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.